Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access toxo igg reagent was returned for evaluation. All mdrs related to this event are: 2122870-2015-00614, 2122870-2015-00615. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining repeatable reactive toxoplasmosis gondii igg (access toxo igg) results for one (1) patient on their laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to two (2) other devices and to the patient's previous results. After obtaining reproducible reactive access toxo igg results, the customer sent the patient's sample to a reference laboratory and had it analyzed on two (2) alternate devices, the vidas manufactured by biom&#594;ieux and an access 2 immunoassay access clinical system (serial number (B)(4)), which produced discordant, non-reactive results. This MDR addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. MDR 2122870-2015-00615 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. The access toxo igg results were reported outside the laboratory but there was no patient injury or change in patient treatment associated with this event. Quality control (qc), calibrations and system check were performing within specifications at the time of the event. The patient's sample was collected in a serum tube with a gel separator. The sample was centrifuged at 2,200g (relative centrifugal force) for fifteen (15) minutes at 20 degrees celsius. There was no report of sample integrity issues reported by the customer.